Event description:
It was reported in an abstract that between july 01, 2011 to january 31, 2014, bkp (balloon kyphoplasty) was performed in 145 cases (110 patients) at 2 facilities. The patients' ages were between 41 and 91 years (mean, 76.57 years), and the patients consisted of 78 women and 32 men. The number of vertebral bodies treated with bkp was as follows: 1 vertebral body/patient in 90 patients, 2 vertebral bodies/patient in 16 patients, and 3 vertebral bodies/patient in 4 patients. The treated vertebral bodies included t8 to l5. It was reported that leakage of bone cement to the vicinity of the vertebral body was noted in 2 patients. No other patient complications were reported. All the patients successfully recovered from anesthesia.

Manufacturer narrative:
Literature citation: taeko seto, et al. "Intraoperative management during balloon kyphoplasty therapy for vertebral compression fracture". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.